Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had reservoir broke because pulled so hard. Customer's blood glucose levels were 279 mg/dl and 300mg/dl. Customer ate a banana and blood glucose values were 395 mg/dl, 328mg/dl, 324mg/dl and 378mg/dl. Customer still had 8.4 units active insulin and her blood glucose was 381mg/dl. Customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.